Event description:
It was reported that during a da vinci prostatectomy procedure, the pk dissecting forceps instrument stopped responding. Upon inspection of the instrument, a broken cable was identified. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The conductor wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Failure analysis investigation also found that the yaw pulley was broken and missing a .055 x .047 piece opposite the conductor wire break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was concluded that the broken yaw pulley damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken yaw pulley with missing material, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.